Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9540968 with the same defect. B3: estimated date.

Event description:
According to the available information, the balloon has broken in many catheters.